Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: device not returned to mfg.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update**(B)(4) 2013-legal claim received alleging that the patient suffers from discomfort and excessive levels of chromium and cobalt. Also alleged is that MRI's showed fluid tracking along the iliacus, as well as fluid collection in the region of the trochanteric bursa. There is no new additional information that would change the outcome of the investigation.

Event description:
Patient was revised to address pain.